Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019. The field service engineer (fse) confirmed the reported problem. Problem resolved by replacing an air flow sensor, (fru). Unit has pass a require performance verification test and return for service. Failure analysis of the returned part indicates: the reported complaint of the air flow sensor reading out of spec. Was duplicated, contamination was found on the heated film element that will result flow readings not accurate. Fault was found on the returned air flow sensor. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the air flow accuracy was out of spec. There was no patient involvement.